Event description:
The pt reported that after changing the infusion set, the infusion device was "dead." She changed the battery and e8 (power interrupt) was displayed on the infusion device and she was unable to clear it. She stated no w2 (low battery) warning or e2 (battery depleted) error were displayed on the infusion device prior to shutting down. The battery had been in use for 10 days. Her blood glucose elevated to 271 mg/dl as a result. Her normal blood glucose range is 120-130 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.